Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was unstable. The analyzer passed functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the analyzer was used to check the pacing threshold of the right atrial (ra) lead during a procedure, the atrial pacing threshold was unstable, and the monitor in the hospital was unable to detect pacing spikes. The analyzer cable was checked for possible breaks, but no issues were found. Meanwhile, analyzer measurements on the right ventricular side did not indicate any issues in terms of pacing threshold, sensing, resistance, etc. The analyzer was returned for service. No patient complications have been reported as a result of this event.